Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega sds with stent. The balloon was tightly folded with the stent secured on the balloon between the markerbands. Microscopic examination revealed that the first proximal row of the stent had struts that were flared, bent, and overlapping. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a stent damage occurred. While preparing a 28x2.75mm omega bare metal stent for use, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a stent damage occurred. While preparing a 28x2.75mm omega¿ bare metal stent for use, it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.